Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in clinic for follow up, the device exhibited post-paced t-wave oversensing on the ventricular channel. Programming changes successfully resolved the t-wave oversensing, and the device remains implanted.